Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked lcd window, minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016 due to a diabetic ketoacidosis. The customer experienced high blood glucose level the day before. The customer was throwing up and she could not eat all day. She believed insulin was not going in her body when she bolused. Her blood glucose level was over 500 mg/dl. The customer treated her blood glucose level with a bolus and manual injections. The customer had a yeast infection and was prescribed antibiotics. She was wearing the insulin pump at the time of the emergency room. The high pressure test passed. The insulin pump had two cracks on the lcd screen. The customer disconnected from the insulin pump for two days and started to feel sick after reconnecting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.